Manufacturer narrative:
Manufacturer's investigation conclusion: the reported pump stop issue was confirmed from the evaluation of the returned centrimag blood pump. The centrimag blood pump, lot number l06573-la7, was returned in its original packaging inside the travel case. Visual inspection of the inlet and outlet ports revealed no evidence of cracking or other damage. Examination of the pump housing revealed no depositions or thrombus formations. The pump housing showed no evidence of abnormal scratching or other damage. Examination of the impeller portion of the pump rotor revealed no evidence of depositions or thrombus formations. The rotor blades revealed no evidence of abrasion or damage. Examination of the rotor base and rotor well revealed no evidence of depositions or thrombus formations. The rotor base showed no evidence of abrasion or other damage; however, the rotor base appeared to be stuck inside the rotor well. There was visible no gap between the well and the rotor, and the rotor was unable to spin despite multiple attempts to do so. The rotor base did not move at all within the well as it normally would despite manipulation of the pump. The rotor well revealed no evidence of abnormal scratching or other damage. There was no evidence of separation or slippage between the rotor magnet and rotor body. Following cleaning, an attempt was made to perform hydraulic qualification (hq) testing, however, the rotor did not spin, and the system alarmed with an m1: motor stop command. The pump was preserved in this condition in order to perform the manufacturing analysis task described below. The centrimag blood pump was returned for analysis and a log file was downloaded from the system monitor after hq testing was attempted. During the test on 08feb2022, multiple ¿motor stopped: m1¿ alarms activated after the pump was inserted into the motor, and the motor speed remained at 0 rpm. This resulted in ¿flow below minimum: f3¿ alarms becoming active as the pump was not spinning and therefore flow remained at 0 lpm. There were no other notable alarms active in the log file. A manufacturing analysis was initiated to investigate the root cause of this issue. During the root cause investigation for the manufacturing analysis, six potential root causes were identified, and two were retained. The main potential root cause was related to the 100% visual inspection not being accurate enough as no clear visual inspection steps could be identified to verify that the metal disc is correctly mounted. The second potential root cause was retained as a contributing factor only, and this was related to the manufacturing operator forgetting to perform this 100% visual inspection step after the assembly of the packaging was performed. The issue was not introduced by customer handling but rather by a manufacturing related issue at the supplier gerresheimer pfreimd. Therefore, a supplier corrective action report was initiated on 17mar2022. Additionally, a procedural step for visual inspection of the metal disc rm-0004-22 will be added to centrimag and pedivas procedures. A change order and change activity were initiated to correct the problem and prevent future reoccurrence. The device history record for centrimag blood pump lot # l06573-la7 was reviewed and showed no deviations from manufacturing or quality assurance specifications. A manufacturing analysis task was initiated to investigate the centrimag rotor stuck issue. The outside of united states (ous) centrimag blood pump instructions for use (IFU) lists warnings and cautions regarding the use of the centrimag circulatory support system: IFU warning #16: potential risk to the patient should be evaluated prior to changing a centrimag vad. IFU warning #17: frequent patient and device monitoring is recommended. IFU caution #2: this device should only be used by persons thoroughly trained in extracorporeal circulation procedures. IFU caution #14: always have a spare centrimag vad, centrimag back-up console and spare equipment readily available for change. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that there was a motor stop and m3 alarm on the centrimag. The centrimag pump was changed. Related manufacturer's reference number for the centrimag motor in use: 3003306248-2021-05705, related manufacturer's reference number for the centrimag console in use: 3003306248-2021-05724.